Event description:
It was reported that the patient was no longer receiving pain relief as the ipg would not charge. It was also noted that the device was causing pain. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.